Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 458 mg/dl. The customer treated with manual injections. The customer mentioned that she took off her set and had a bent cannula. The customer stated that she had issues with other reservoirs. The customer was advised to change out the infusion set.